Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly; unable to confirm backlight anomaly or perform any test due to blank display. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 121 mg/dl. The customer had already replaced the battery with new one. The customer stated the display did not return. Customer noticed that there is moisture in the pump at this time. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 121 mg/dl. The customer stated the moisture if like fog under the screen. The customer stated the fluid/moisture exposure occur are sweats. Customer reported that there is fluid under the display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.